Event description:
It was reported that approximately two days post gastrostomy tube placement, the balloon allegedly inflated asymmetrically and nutrition leaked out from fistula. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one tri-funnel replacement gastrostomy tube 24f was returned for evaluation. Gross visual and functional evaluation were performed. The investigation is confirmed for the inflation problem as the balloon appeared to be partially inflated with an unknown fluid on one side and fully inflated on the other. And the water in the device appeared lopsided and favored one side of the balloon over the other. However, the investigation is inconclusive for the reported fluid leak as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023). H11: h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 04/2023.

Event description:
It was reported that approximately two days post gastrostomy tube placement, the balloon allegedly inflated asymmetrically and nutrition leaked out from fistula. There was no reported patient injury.